Event description:
The rep is reporting that during a shoulder procedure, metal shavings came off of the drill guide and into the body. To complete the case, the surgeon washed out the joint. It is unknown whether all the metal shavings were removed. There were no patient consequences.

Manufacturer narrative:
The complaint device is not being returned, therefore, is unavailable for evaluation. We believe that this type of event is most likely technique related. This failure mode has been studied extensively by the quality engineers, and it has been concluded that when the drill guide is bent by excessive mechanical force during drilling with a drill bit, the drill bit rubs against inner surface of the bent drill guide causing some metal to shave off of the drill guide. This phenomena has been the subject of a long and considerable study. At this point in time, the engineering design and the quality engineering teams are in the midst of developing some design changes to subvert and or greatly reduce this type of event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.